Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). . The investigation is complete. This is an initial final report submission. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery an incomplete graft was produced, where there was holes and strips in the graft. There was harm associated and a 10 minute extension in procedure. Due diligence is complete and no additional information is available. At evaluation investigation it was determined that the blade used could have contributed to the reported event.